Event description:
It was reported that the pump had a plunger sensor issue. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was broken on the right plunger case and cracked on battery door. Event history log (ehl) showed: invalid syringe size. Syringe delivery test was performed and the reported problem was duplicated. Invalid syringe size was found near the end of the infusion each time; the plunger assembly was loose and rotated due to loose screws on carriage. The root cause of the issue was deemed to be normal wear ? The pump was over 9 years old. Action(s) taken to mitigate the reported issue(s): replaced two screws on carriage, performed preventive maintenance and all functional testing passed.